Event description:
Philips CPAP machine was recalled and we have been without one since we received the notice in july (despite the recall happening in june). He has severe sleep apnea and is in dire need of this device. FDA safety report ID # (B)(4).